Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that congestive heart failure occurred. In (B)(6) 2012, the patient presented due to asymptomatic ischemia. Subsequently, the index procedure was performed. The 90% stenosed, 10 x 2.5 mm target lesion was located in the mildly tortuous inferior septal artery. After pre-dilation was performed, a 2.5 x 16 mm promus element drug eluting stent was implanted. Post dilation was performed which resulted in timi flow 3 and 0% residual stenosis. One ay post procedure, the patient was discharged. In (B)(6) 2016, congestive heart failure was observed on the patient. Medication treatment was given. Twenty-two (22) days after, the symptoms were relieved.